Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed displacement test and self test. Device monitored for several days. Device received with all operating currents within specification passed a21 alarm test. No unexpected failed battery alarm anomalies noted.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump screen was frozen and esc buttons was not working. Customer¿s blood glucose was 10.1 mmol/l at the time of incident. Customer stated that insulin pump had low reservoir alert and not cleared. Troubleshooting was performed for keypad anomaly. Customer stated the changed battery and insulin pump was working fine. The insulin pump will not be returned for analysis.